Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation. Associated with 1038671-2018-00895, 1038671-2018-00896, & 1038671-2018-00897.

Event description:
Revision due to periprosthetic infection right knee. The patient came to clinic on (B)(6) 2017 the skin is necrotic and debridement and irrigation on (B)(6) 2017 with compromise of skin fat and extensor mechanism without evidence of infection, cultures samples were taken. A new irrigation and debridement on (B)(6) 2017 with similar findings and mayor compromise of extensor mechanism.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks. However, this cannot be confirmed because the explants were not available for evaluation and no further information was provided.